Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial three proglide devices through a 6-french sized access site, all three incurred a needle-to-cuff miss. The sutures from two additional proglide devices, were successfully deployed and set to the side. The access site was upsized to 16-french to accommodate the aaa device delivery catheter. After the conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.the other perclose proglide devices were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.